Event description:
A report was received that following the permanent implant the patient was experiencing lower extremity weakness and was unable to walk. The patient was sent to the hospital, where it was discovered that the patient had a large epidural hematoma. The physician believes the hematoma was procedure related. The patient was taken to the or and the hematoma was dissected. The patient was reportedly doing well.